Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h6: imdrf patient code e2006 captures the reportable event of mesh exposure. Imdrf patient code e0506 captures the reportable event of minimal symptoms of occasional bleeding. Imdrf impact code f2303 captures the use of estrogen cream conservatively.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6), 2014. She presented with symptoms of vaginal bleeding on (B)(6), 2022. The symptoms started approximately 8-9 years after the mesh implant. The mesh exposure was then identified at the initial presentation. The patient's current condition includes minimal symptoms of occasional bleeding. It was treated conservatively with estrogen cream as per the patient's choice.